Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 75% stenosed lesion, with a "shepards cane", being treated was located in the non-calcified, non-tortuous right coronary artery (rca). The lesion was predilated with a 2.0x12mm maverick balloon. A 3.00x20mm taxus liberte drug eluting stent was placed in the distal rca. Then the physician attempted to place a 3.50x20mm taxus liberte drug eluting stent, but was unable to cross the 3.00x20mm taxus liberte stent. When withdrawing, resistance was felt and the guide catheter and the 'wire with the stent' was thrown to the aorta. When the physician attempted to bring the stent through the guide catheter, the stent dislodged from the stent delivery balloon. The physician was able to bring the stent to the femoral artery, but then 'lost' it. Patient status reported as "stable".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.